Manufacturer narrative:
Article citation: singh d, zhang r, hori kh, parsa fd. Is iatrogenic implant contamination preventable using a 16-step no-touch protocol? Eplasty 2022; 22:e38. (B)(6). (B)(4). Implant date: 1992 chosen to reflect earliest reported implant date for this group. Implants for this group were implanted between 1992-2004. The events of "bacterial infections and capsular contracture baker grade iii/IV" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bacterial infections and capsular contracture baker grade iii/IV.

Event description:
Through the journal article "is iatrogenic implant contamination preventable using a 16-step no-touch protocol?" Patients with saline devices experienced a range of bacterial infections on unspecified dates and capsular contracture baker grade iii/IV. All patients were treated with 1 tab of 500mg cephalexin every 6 hrs post op for 1 week. The device explant status of the capsular contracture cases is unknown. All the infected patients received "systemic antibiotics," but did not respond "and explantation was required."